Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm.

Event description:
It was reported that the insulin pump had motor error during rewind. Customer¿s blood glucose level was normal and did not require any medical treatment. The device will be returned for analysis.